Event description:
Stapler was loaded by surgical tech. Resident put stapler through abdominal port, and attempted to fire. The load fired incompletely. Unclear if the stapler was loaded appropriately by tech.